Manufacturer narrative:
As reported, during deployment an operative assistant attempted to place their hand on the manta device while the device was being pulled back to tension. This action lowered the angle of deployment and the device pulled completely out of the vessel upon withdraw. The vessel was ballooned and a second device was deployed with no complications. The root cause of the complete pull-out is most likely due to the user withdrawing the device at a low deployment angle as a result of a second operator placing their hand on the manta device while it was being pulled back to tension. The IFU was reviewed and states "hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel." Risk documentation was reviewed, and this event is a known risk of the device. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history was reviewed, and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the manta did not perform as intended and similar events have previously been submitted as mdrs. Similar events are not expected to result in serious injury to the patient. There was no impact to the patient's health in association with the reported event. There was no allegation of a manta malfunction or defect. Use error has been identified as a contributing factor in this event. Operative assistant placing a hand on the manta during deployment thereby altering the angle of deployment. The manta 14f vascular closure device pulled out of the common femoral artery during attempt to close. A manta 18f vascular closure device successfully closed the arteriotomy without any further complications.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. Deployment depth was measured as 6.0 cm + 1.0 cm. It was reported that the 14f manta vascular closure device was deployed at 7.0 cm depth. During deployment, a second physician reportedly attempted to place a hand on the manta vascular closure device while the device was being pulled back to tension with yellow/green showing in the tension gauge. This action reportedly lowered the angle of deployment after the toggle was released at 7.0 cm depth. The 14f manta pulled out of the vessel on deployment. An 8.0 mm balloon was advanced from left-sided access, up and over to the right femoral artery and inflated to maintain pressure at the access site. An 18f manta was then deployed successfully in the right common femoral artery at 7.0 cm depth closing the vessel with no further complications. The patient's condition was reported as "fine."